Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated they went to turn off the implantable neurostimulator (ins) today and the controller will not turn on. Pt stated the controller is not responding to anything. Pt is not sure where the controller battery level is. Patient services (pss) is walking pt through a reset of the controller. Patient stated there is something rattling around inside the controller. Patient verified they has not dropped the controller. Patient connected the controller to ac power without the li battery and stated the controller does power up. Patient put the li battery back in and verified the controller is charging and the implant is 30% charged but the controller is in the red. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd:, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the product ID 97745nt serial# (B)(6), revealed replaced front case due to broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.